Event description:
It was reported that while testing with bd bactec¿ plus aerobic/f culture vials (plastic) on the biofire instrument, molecular false positive results for candida tropicalis were obtained. Confirmatory gram stain testing was negative. There was no report of patient impact. The following information was provided by the initial reporter: all the fp bottles were confirmed by gram stain prior to make the molecular assay? No what organisms were seen on gram stain? No organism seen what organisms grew on culture plate? No candida tropicalis recovery by plate what were wbc counts for bottles? Info not provided. What confirmatory testing was performed that determined the results were erroneous? Plate. Biofire was used? (Y/n), if yes, catalog# and lot# yes. . Was the biofire result dual positive (I. E. Two organisms detected)? Yes.

Manufacturer narrative:
Catalog: 442023. Batch no.: 2284975 & 2333876. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 2284975; d4. Medical device expiration date: 31-jul-2023; h4. Device manufacture date: 11-oct-2022; d4. Medical device lot #: 2333876; d4. Medical device expiration date: 30-sep-2023; h4. Device manufacture date: 29-nov-2022; h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd bactec¿ plus aerobic/f culture vials (plastic) on the biofire instrument, molecular false positive results for candida tropicalis were obtained. Confirmatory gram stain testing was negative. There was no report of patient impact. The following information was provided by the initial reporter: all the fp bottles were confirmed by gram stain prior to make the molecular assay? No what organisms were seen on gram stain? No organism seen. What organisms grew on culture plate? No candida tropicalis recovery by plate what were wbc counts for bottles? Info not provided. What confirmatory testing was performed that determined the results were erroneous? Plate biofire was used? (Y/n), if yes, catalog# and lot# yes. Was the biofire result dual positive (I. E. Two organisms detected)? Yes.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 2284975. B5. It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there were an unspecified number of molecular false positive results. There was no report of patient impact. This record is being reopened to address the corrections required for CAPA pr 11910483.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there were an unspecified number of molecular false positive results. There was no report of patient impact.